Event description:
The device reportedly analyzed the patient, rendered a shock advised decision and began to charge the defibrillator, however, the device then displayed a charge removed message and dumped the charge. The reported malfunction occurred again on the subsequent analysis and a back up device was obtained and treatment was continued. The pt's outcome and details were not initially reported.